Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "hole detected in the catheter 6-7 cm from the 0 market at the PICC line catheter. Leakage during flush." No other information was provided. Additional information received: it was stated there was no patient impact and no healthcare worker¿s exposure to blood or bodily fluids. Occurred during use.

Event description:
It was reported, "hole detected in the catheter 6-7 cm from the 0 market at the PICC line catheter. Leakage during flush." No other information was provided.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.